Event description:
Patient had initial device removed and upgraded to a new device due to skin expansion and stretching.

Manufacturer narrative:
The patient complained of skin expansion and stretching three years after device implantation. As part of the informed consent process, the patient signed off on various risks and complications one-by-one. The relevant risks signed off by the patient included skin wrinkling in erect and flaccid state. The patient also acknowledged the statement within the consent form, "I understand that recovery is highly individual and may vary significantly for any particular case. I understand that full rehabilitation can take considerable time, including months, if not years." The device was implanted on (B)(6) 2020. The patient tolerated the procedure well, and there were no complications. On (B)(6) 2023, the patient returned to the office to complain of bilateral protrusions and stretched sutures. After consultation, it was identified that the penile skin had expanded, the lateral sutures had stretched, and the patient needed an upgraded implant. The patient underwent the consent process again, signing off on various risks and complications one-by-one. This also included a new consent for revision operations, which states previous surgery on the penis can prolong healing, and that various risks are higher than during the original operation. The original device was removed and replaced with a better fitting implant on (B)(6) 2023. The patient tolerated the procedure well, and there were no complications.